Manufacturer narrative:
The reported event of a bulbous deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photos, it appeared that the occluder had a bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 30mm amplatzer pfo occluder was selected for implant in the patient. The device was properly prepared and during the release of the device, the right disc did not take on the correct configuration. The disc deformed into a bulbous shape. The physician attempted to release the left disc and the same bulbous configuration appeared. The device was removed from the patient prior to release and was exchanged for a 25mm amplatzer cribriform occluder, causing a 15 minute delay in the procedure. The patient remained hemodynamically stable throughout the procedure and did not experience any injuries.